Event description:
Stent would not deploy. The stent reached target lesion in the left anterior descending branch (lad), but it could not deploy. The balloon would not inflate at 11 atm of pressure. The lesion is 50% stenosis and moderate calcified. There was no leakage noticed in the balloon or shaft. The physician used another stent to complete the procedure. There was no defects in the device or packaging noticed prior to use.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This product has been received evaluation. However, the engineering analysis is not yet completed. Additional information will be submitted within 30 days of receipt.